Event description:
On (B)(6), the user contacted dario to report high blood glucose (bg) readings. The user reported receiving bg readings in the 130 mg/dl to 140 mg/dl range compared to a bg reading of 90 mg/dl or lower, which the user stated was a normal range for him. The user added that he had been comparing within fifteen minutes of each other, his bg readings with a non-dario meter and obtained results with a 15 mg/dl to 20 mg/dl difference.

Manufacturer narrative:
While on the phone with dario's representative, the user reported that he received bg readings in the 116 mg/dl to 119 mg/dl range using his dario meter, after opening a new strips cartridge several weeks prior. A replacement of dario's strips and control solution was sent to the user to make sure that the dario strips are reading correctly, and to ensure proper technique. After the new dario strips and control solution were received, multiple attempts to follow up with the user were made, however, no response has been received to date. There is not enough information available to further investigate this case. Therefore, no resolution is available.